Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv5 device had ruptured during patient use at the patient's home. According to the report, the device was filled with 84ml of 5-fluorouracil and 146ml of normal saline (total fill of 230ml). There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.